Manufacturer narrative:
Device evaluated by MFR: a promus premier select ous mr 20 x 2.75mm was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the distal region. Struts were found to be lifted and pulled distally from their crimped position. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified a hypotube kink at approx. 6.9 cm distal from the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 09jun2021. It was report that the device was unable to cross the lesion. Then 80% stenosed target lesion was located in the moderately calcified, moderately tortuous left anterior descending artery. This 20 x 2.75 promus premier select was selected. During the procedure the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient is in good condition. It was further report that the stent became damage while crossing the lesion. However, device analysis revealed stent damage.